Manufacturer narrative:
Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions: this follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned long mas button lock inserter (pn lv01114) for the failure of instrument tip being fractured. Visual inspection revealed a portion of the threads on the threaded shaft have fractured off. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screw and inserter were being used or handled at the time of the damage. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Lot number of the screw was not provided. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a snap was heard while the screw was being implanted. The driver was disengaged from the screw and the tip of the driver broke off. The tip of the driver was removed from the patient, and the physician noticed that a ring had broken off the actual screw. The screw was removed with the dorsal height adjuster. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2021-00097.

Event description:
It was reported that a snap was heard while the screw was being implanted. The driver was disengaged from the screw and the tip of the driver broke off. The tip of the driver was removed from the patient, and the physician noticed that a ring had broken off the actual screw. The screw was removed with the dorsal height adjuster. This is report one of two for this event.